Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016. The reporter contacted animas and alleged that the patient had a blood glucose of 56mg/dl with symptoms of dizziness, unsteadiness and light-headedness. The patient received no unusual treatment. The reporter also alleged that the vibratory function is not working, and the pump has no sounds. This complaint is being reported as the patient experienced hypoglycemia and the issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission: 12/5/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: no defect was found. Pump was returned with the normal bolus and audio bolus sound feature set to high, the temp basal sound set to off and the alert, reminder, warning alarm/errors sound feature set to vibrate. Pump boots to the verify screen with audible & vibratory features. An alarm was reproduced for the investigation with sound set to high; pump gave the appropriate sound warning and displayed alarm message on the screen. An alarm was reproduced for the investigation with sound set to vibrate; pump gave the appropriate sound vibration and displayed alarm message on the screen. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The audible alarm measure within spec at 59.1db. Removed pump cover; no evidence of internal moisture was found. No defects or damage were observed to the piezo circuit or vibration motor. Unable to duplicate the complaint.